Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient is deceased. Further review of the event revealed that the patient died approximately eight months after a cardiac resynchronization therapy with defibrillator (crt-d) system consisting of leads in the right atrium, right and left ventricles (rv and lv respectively), and a pectoral crt-d can having been implanted. The rv lead had an apparent fracture.